Manufacturer narrative:
The pump has been returned to animas for evaluation with the following findings: pump returned with keypad fully intact with no peeling or damage. The contrast key is unresponsive, the up key intermittently responds and requires excessive force to activate, all other keys are responsive. Keypad was removed; there was visible contamination under the keypad and under key contacts. No inverted contacts were observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient claimed that the up arrow button required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.